Manufacturer narrative:
D6b - corrected.

Event description:
The crt-d was implanted on (B)(6) 2021. Reportedly, the patient fell in his kitchen on (B)(6) 2021 and was out for some seconds. As a result of the fall, he broke his left leg. During the hospitalization, a pocket infection was observed and treated with antibiotic between (B)(6) 2021. The defibrillation system was explanted on (B)(6) 2021. On (B)(6) 2021, the patient suffered from a bradycardia, without ventricular pulse. Since the patient could not be re-animated, he was transferred to the intensive care unit. The patient suffered from inflammation, and renal and liver insufficiency. On (B)(6) 2021, the family decided to stop the intensive care. The patient died on (B)(6) 2021 due to septic multi-organ failure. The physician considered that the fall did not result from heart rate issue or from a syncope, but from getting up too fast.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The crt-d was implanted on (B)(6) 2021. Reportedly, the patient fell in his kitchen on (B)(6) 2021 and was out for some seconds. As a result of the fall, he broke his left leg. During the hospitalization, a pocket infection was observed and treated with antibiotic between (B)(6) 2021. The defibrillation system was explanted on (B)(6) 2021. On (B)(6) 2021, the patient suffered from a bradycardia, without ventricular pulse. Since the patient could not be re-animated, he was transferred to the intensive care unit. The patient suffered from inflammation, and renal and liver insufficiency. On (B)(6) 2021, the family decided to stop the intensive care. The patient died on (B)(6) 2021 due to septic multi-organ failure. The physician considered that the fall did not result from heart rate issue or from a syncope, but from getting up too fast.

Manufacturer narrative:
D4 - streilization lot number - added.please refer to the attached analysis report.

Event description:
The crt-d was implanted on (B)(6) 2021. Reportedly, the patient fell in his kitchen on (B)(6)2021 and was out for some seconds. As a result of the fall, he broke his left leg. During the hospitalization, a pocket infection was observed and treated with antibiotic between (B)(6) 2021. The defibrillation system was explanted on (B)(6) 2021, the patient suffered from a bradycardia, without ventricular pulse. Since the patient could not be re-animated, he was transferred to the intensive care unit. The patient suffered from inflammation, and renal and liver insufficiency. On (B)(6) 2021, the family decided to stop the intensive care. The patient died on (B)(6) 2021 due to septic multi-organ failure. The physician considered that the fall did not result from heart rate issue or from a syncope, but from getting up too fast.